Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed and the device would continue to be monitored. The patient was in stable condition.